Event description:
It was reported that the customer's pump became hot to touch while charging using tandem charging supplies. There was no adverse impact to the customer's blood glucose level. The customer continued using the current pump as backup therapy, and technical support arranged for a replacement pump and charging supplies to be sent. The customer was guided on necessary actions upon receiving the replacement, including instructions for returning the problematic pump.